Event description:
It was reported that the customer has been experiencing an ongoing intermittent bg value displayed as "low"; however, specific value was not provided. Cause of low bg was unknown. Customer consumed glucose tablets to address bg. Reportedly, at times the customer would call ems for assistance and received glucagon; however, the customer could not provide detail of exact dates or number of occurrences. Recommendation was made to consult with a healthcare provider to discuss diabetes management.